Event description:
When inspecting tray it was noticed that the keel trial was broken.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be user misuse. The results of the material indicated the trial fractured in overload likely due to repeated impaction. The keel trial is intended to be used in conjunction with the headed nail impactor/extractor and is not intended to be impacted. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A material analysis was performed and concluded: the side tab and peg of the keel trial fracture occurred due to similar overload conditions; however, it is not known if the fractures occurred due to the same event. The eds spectrum and hardness of the material were consistent with a properly heat treated custom 455 stainless steel alloy. No material defects were observed on any device features examined. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
When inspecting tray it was noticed that the keel trial was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.